Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported event was not reproduced. A definitive root cause of the reported issues could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed the incompatible scope error (e315) during preparation for use. The scope was swapped out, which took 45 minutes. The patient was ready on the bed, but there was no indication the patient was under anesthesia. The procedure was completed using the similar device. There were no reports of patient harm.